Event description:
A us distributor contacted zoll to report that a patient developed itchy hives and blisters all over their body. It is not clear if the irritation was caused by the lifevest. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended calamine lotion for the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.